Event description:
It was reported that the caller experienced multiple alarms, including alarm 2 and alarm 26, related to an occlusion issue, which caused the customer¿s blood glucose level to exceed 500 mg/dl and show as "high." The customer addressed the high blood glucose by administering a correction bolus using the pump. Additionally, the customer resolved the occlusion events by changing the infusion set and cartridge and resuming insulin delivery. There was no need for third-party assistance, and no recurring occlusion issues were reported, so the case was closed by technical support.